Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that a nonrecoverable error 307 occurred on arm 3. The user had already attempted a standard reboot, but the error recurred. Tse instructed the user to perform hard power cycles using the breaker; however, the issue persisted. The user disabled arm 3 and continued with the procedure using the remaining arms without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.